Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found the downstream occlusion (dso) seal was delaminated. A review of the event history log found error code 41622. During the functional testing, a loose screw was found stuck in the cam shaft. The screw was removed, and the cam shaft was clean and lubed. The dso seal was replaced. During the inspection, it was also found that the downstream occlusion seal was delaminated.

Event description:
It was reported that the device displayed an error code. Patient involvement is unknown.